Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint confirmed. One unpackaged ar-9597-10 batch 37622247 was received for investigation. The reamer ar-9676 was received stuck inside. However, the mating instrument was not stuck inside the ar-9597-10. Visual evaluation found multiple scratches around the inside diameter, outside the shaft, and in the collar sleeve. It was also noted that the knurl had numerous dents and burns. Functional testing with the returned mating part found resistance when the ar-9676 was attempted to set inside. The reported condition is most likely the result of overheating during use caused by overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging.

Manufacturer narrative:
Additional information was provided on 2/13/2024 where the sales representative stated this event occurred on (B)(6) 2024 in a vip reverse total shoulder. An arthrex representative was present and the patient's bone quality was good.

Event description:
Additional information was provided on 2/13/2024 where the sales representative stated this event occurred on (B)(6) 2024 in a vip reverse total shoulder. An arthrex representative was present and the patient's bone quality was good.

Event description:
On 02/08/2024, it was reported by a sales representative via (B)(4)that an ar-9597-10 angled reamer sleeve and an ar-9676 angled reamer became cold welded together. This occurred during a case on (B)(6) 2024 while reaming the devices cold welded together. No additional information was provided, and additional information has been asked.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.